Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the pacemaker was in backup vvi pacing mode and had evidence of noise reversions. No further information about resolution was known. The patient was stable.